Manufacturer narrative:
Review of results: (B)(4), lot r163. Cell 1 was graded by the echo to be negative however the image appears positive at 1+. Fuzzy cell button with moderate adherence to 1/2 of the monolayer. Rs 2. Cell 2 was graded equivocal and appears 1+ with a fuzzy cell button and moderate adherence to the monolayer consistent with cell one. Rs 8. Cell 3 was graded negative however appears 1+ with a more defined cell button with a slight degree of adherence to the monolayer. Rs 2. Positive control positive appears positive at 4+, no cell button present. Rs 100 patient redrawn and tested with crrs 3 lot r163 reported as: cell 1 reported equivocal and was edited to negative. Visible appears as 1+ with an undefined cell button and a small degree of adherence to the monolayer. Rs 8. Cells 2 and 3 graded as negative however appear 1+ with an undefined cell button and a small degree of adherence to the monolayer. Rs 2 and 2. Positive control 4+, no cell button and rs 100. Redrawtested with crrs 3 lot r167: cell 1 reported 3+ and appears positive with a white speck or tear at the right side of the undefined cell button. Visibly appears 1+ with moderate adherence to the monolayer. Rs 65. Cell 2 reported 3+ and appears 2 to 3+ with a torn cell button and adherence to 1/2 of the monolayer. Rs 65. Cell 3 reported negative however appears positive 1+ with a slight tear to the cell button and slight adherence to the monolayer. Rs 2. Positive control 4+, no cell button and rs 100. Upon follow-up with customer, customer reported that the strips in the crrs 3 pouch were somehow compromised. She stated that she reminded her staff to continue to verify the humidity card and to reseal all pouches securely.

Event description:
Customer reported unexpected negative reactions on a patient sample tested with capture-r ready screen (crrs) 3 on the echo. The patient has a history of an anti-e and anti-s. ID panel using capture-r ready ID (crrid) lot id144 resulted 3+ for the anti-e. Repeat testing on the galileo using a 2 cell screen x345 detected the anti-e. Testing was repeated on the echo using crrs 3 lot r167 and cell 1 and 2 were positive at 3+.